Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly reset. Contact reported the customer's blood glucose level was 199 (mg/dl). Contact stated the customer would reload a new cartridge onto the pump and resume insulin therapy.